Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on september 23, 2018 with blood glucose of 460 mg/dl. Customer specified other blood glucose level was 130 mg/dl, 290 mg/dl, 270 mg/dl, 447 mg/dl, 400 mg/dl. The customer treated high blood glucose levels with insulin pump and manual injection. The customer was wearing insulin pump within 48 hours of the reported event. The customer declined troubleshooting for low blood glucose values. The customer was assisted to perform displacement test and the insulin pump passed the displacement test. The insulin pump will not return for analysis.